Event description:
It was reported that the device was used during a low anterior resection, the cartridge fell into the pt and was retrieved. The device was reloaded and the case was completed with no pt consequence.